Manufacturer narrative:
No testing was performed on the device. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from site that patient's controller had "e fault alarms that were reproducible." Patient was stated to have been "awake, stable, and extubated." On (B)(6) 2015 a driveline cleaning procedure was done in the ICU due to "system front phase c open." Also an elective controller exchange was performed. It was stated that there were "no visible contaminations noted inside the channels of the driveline connection." But during cleaning procedure the controller was found to have a "yellow, brown hard substance on the upper surface of connector, which was hard to remove." There was a pump stop of "50 seconds" on the first round of cleaning and "80 seconds" on the second round of the cleanings." Pre procedure patient was prepped with "praeoxygeniation" and had "low dose milrinone and epinephrine intravenous and received 5000 units heparin as a single shot" from the physician." It was stated that procedure went "very well, with no complications and that the patient tolerated."